Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that at o-ring where reservoir locks in place was damage that is half piece was missing and other half was fixing to come off. Customer¿s blood glucose was 334mg/dl and they declined to troubleshoot for high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip and cracked case at reservoir tube window corner.